Manufacturer narrative:
Engineering analysis: the graft was not returned, therefore an actual evaluation of the device was not able to be performed. The quality control (qc) and manufacturing records of the graft noted in the complaint were reviewed and found to have met specifications. Engineering conclusion: the flixene graft was not returned therefore, we cannot perform a complete investigation. A possible situation is that the graft was not fully stretched prior to implantation. According to the information received, it is not known whether the physician fully extended the graft after it was removed from the packaging tray. The precautions section of the IFU states that "grafts must be fully extended prior to sizing length for implantation."

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received stated the physician sewed one side of the anastomoses and then felt the graft was too stretched out. The flixene graft was removed and a gore accuseal was used. Minimal blood loss if any. Added 20 to 30 minutes to the case due to the removal of the graft.